Manufacturer narrative:
We expect to provide a follow-up MDR within one month's time.

Event description:
Unomedical reference: (B)(4). A patient reports having experienced being unconscious for three hours and then being resuscitated. It is not clear whether this was a historic incident. Unomedical is trying to obtain further information from medtronic.

Manufacturer narrative:
31-may-2018 case updated with correct date of event (historic), gender, initials and (a new and detailed incident description). Patient remember that the set in use at time of incident was among the sets recalled in medtronic's recall fa-784 made public on 11-sep-2017. As per her own event description this should however not be relevant for this specific incident. Patient states that she is a 'brittle diabetic'. A brief description of this is provided below: brittle diabetes is a sub-type of type 1 diabetes. Brittle diabetes can be very hard to control. Brittle diabetes mellitus (or labile diabetes) is a term used to describe particularly hard to control type 1 diabetes. Those people who have brittle diabetes are more likely to experience frequent, extreme swings in blood glucose levels, causing hyperglycemia or hypoglycemia. Signs of brittle diabetes: a) unpredictable, sharp changes in blood glucose levels without an obvious cause; b) frequent episodes of very high and very low blood sugar and c) greater likelihood and frequency of experiencing ketoacidosis and/or severe hypoglycemia.

Event description:
(B)(4). A patient reports having experienced being unconscious for three hours and then being resuscitated. It is not clear whether this was a historic incident. Unomedical is trying to obtain further information from medtronic. Update per 31may2018: patient reports: I worked out for the first time after vacation. My bg was 99 after working out and eating my protein bar. My bg was 128 then I changed my set. I ate with in 45 min of the change and my bg was 132. I went to the pool. I usually take my pump off for an hour and my bg was 130. I took some insulin and ate a snack. I sat to read at 130pm. Next I knew it was a 345pm and I was being asked if I could open my eyes. I was found slumped over and could not be aroused. My bg tested low. I am a brittle diabetic. I was asked if I wanted to go to the hospital and I declined. They gave me a bag and a half of dextrose. My bg was 250. They made someone come get me and did not let me drive. I was having trouble with my infusion set adhesive coming off. I use tegaderm to cover when I swim. I had to use like 4 sets in a course of a week. I called to report that previously. I then got the new sets and had no issues since then. My sets were affected due to the recall. Patient's bg at time of incident: below 40 mg/dl. Patient's current bg: 117 mg/dl. Patient has been experiencing low bgs for just that day. Ems was dispatched as a result of low bg. Hospitalization details: nature of treatment. Findings: ms dispatched. Time and date of hospitalization:(B)(6) 2017 130pm. Bg value when admitted to hospital: below 40. Name of hospital: (B)(6). (B)(6). Description of complaint: found slumped and unresponsive. Any significant events leading to hospitalization: unsure - possible from recalled sets. Cause of hospitalization per hcp: na. Document the outcome of the hospitalization: 1.5 bags of dextrose to raise bg. Was customer wearing the pump at time of hospitalization? No. How long was customer off the pump prior to hospitalization? Less than 48 hours. Patient states the most recent set change was: (B)(6) 2017 - i.e. Day of event.